Manufacturer narrative:
Patient did report feeling stimulation, indicating that the nalu system was functioning. The stimulation was not felt at the desired location due to placement of the implanted lead. It is unclear if the lead was positioned incorrectly at the time of implant or if it migrated after implant.

Event description:
Patient was implanted with a nalu peripheral nerve stimulator system on (B)(6) 2024 to treat lower extremity pain. The nalu system was implanted with a single, 4-contact lead, intending to target the common peroneal nerve. During a post-op clinic appointment on (B)(6) 2024 the patient reported not feeling stimulation in the area being treated. Ultrasound imaging was performed and confirmed that the implanted lead had advanced past the nerve target. On (B)(6) 2024 a surgical revision was performed. The implanted lead was repositioned and the physician added a second 4-contact lead to increase coverage of therapy for the patient. The initial implantable pulse generator (ipg) that was used did not accomodate a dual lead system, thus the ipg was also replaced during the procedure.